Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid flow with the twist clamp of the minicap transfer set in the closed position. This occurred after disconnecting from the cycler patient line after peritoneal dialysis therapy. There was clear fluid dripping from the end of the closed transfer set. The patient connected a minicap on the female connector of the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.